Manufacturer narrative:
D2b: pro code (product code): fge, lit. (B)(6). G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.